Event description:
Customer reported tubing leaking a small amount of fluid at "y" connector site closest to patient during a doxorubicin infusion. The incident occurred at the pediatric oncology department. The connectors were changed and the infusion was restarted without incident. No further information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.